Event description:
It was reported that an animal underwent an unknown animal surgery on an unknown date and suture was used. The vet is seeing a lot of reaction in the animals with the suture. The sutures become infected after about 14 days, the vet suspects that it is due to the milk protein that is in the suture. There were no lasting consequences for the animals. The infected wounds have been disinfected and the animals have been given a course of antibiotics to take home. Additional information was requested.

Manufacturer narrative:
Product complaint #(B)(4). Date sent to the FDA: 7/11/2024. H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, the following was obtained: was any quality deficiency/non-conformance noted with the suture before use, during use, during post-op examination or during re-operation if performed? Unknown. Did the suture break post-operatively? Yes. The single complaint was reported with multiple events. There are no additional details regarding the additional events. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.